Event description:
Two care aids were transferring the resident from the bed to a wheelchair using a portable ceiling lift. During the transfer, one of the leg straps become undone, which resulted in the resident falling out of the sling. She sustained a broken leg. The resident passed away five days after this incident.

Manufacturer narrative:
An on-site-inspection was performed by an arjohuntleigh rep after the incident. His inspection of the lift and the sling revealed they were in good condition, with no visible signs of wear. The history record of both items was reviewed but they did not show any anomalies during the mfg process. Moreover, it has been impossible to determine if the death of the pt was a direct consequence of the injuries sustained during the incident since the info was not released by the facility and the coroner report was not made available. Based on internal simulations made during previous investigations, it was demonstrated that a sling detachment can occur when one of the following situations happens: one of the loops is installed on the safety latch, and not on the lift support, and the safety latch is secured; one of the loops is installed on the safety latch, and not on the lift support, and the safety latch is not secured; one of the loops is incorrectly installed on the lift support and the safety latch is not secured. All these possibilities show a scenario where the sling loop would have been incorrectly installed. Based on the simulation performed and since it was mentioned that the loop came undone during transfer, the third scenario appears to be the most plausible. Indeed, if the loop is installed directly on the safety latch, in the beginning of the raising, as far as the weight of the pt is taken into the sling, the tension caused would make the safety latch depress on the side, causing the loop to unhook instantaneously. On the other hand, the third scenario exposes a situation where the weight could be carried for a while before the loop came undone. Since the maxi sky 440 instructions for use clearly warns to inspect all of the strap attachments before lifting a pt, it is presumed that the caregiver did not adhere to the recommendations stated by performing a visual inspection before initiating the transfer, most likely due to a lack of training. On that subject, it must be noticed that the last training date of the two caregivers involved in this event was not released. We recommend to the customer to retain the personnel that utilize the device and record this retraining. Specifically, the section "how to use the maxi sky 440", in the instructions for use, provides many safety recommendations for ensure a safe transfer: -"do not attempt to transfer a pt if the retaining hooks are not blocking the support's opening for the strap." -"before lifting a pt, make sure that all straps are attached to the supports."